Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a communication error and the monitor was blank. No pt injury was reported.